Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump passed all operating currents tested with in the spec range and passed off no power test. No unexpected battery out limit noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, and cracked case near display window corners noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Customer reported removing the battery and receiving a battery out limit. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 247 mg/dl. Customer also stated that the insulin pump was cracked around the reservoir compartment. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.